Manufacturer narrative:
This is the same event as 3010536692-2016-00267, 3010536692-2016-00266, 3010536692-2016-00269, 3010536692-2016-00270, 3010536692-2016-00268, 3010536692-2016-00272.

Event description:
Allegedly, patient had a pseudo tumor, dislocation.